Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was determined to be patient condition as the patient had tortuous vessels.

Event description:
The us complainant was placing a 5.5 pump for the support of a patient admitted in acute myocardial infarction / cardiogenic shock. The pump became damaged with the insertion attempts. The kinked pump was removed and replaced by a cp. The patient remains stable.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.